Event description:
It as reported that as lvp 20d ss 0.2m cv tubing leaked during use. The following information was provided by the initial reporter: material no: 2434-0007 batch(lot) no: unknown. It was reported tubing leaked while medication was being administered.

Manufacturer narrative:
H.6. Investigation summary: evaluation statement. It was reported tubing leaked while medication was being administered. Received from the customer was a used primary set model 2434-0007, lot unknown. A non-bd light blue alcohol disinfectant cap was received connected to the distal smartsite port. The set sample was inspected for kinks, holes/tears in the tubing or damages to the components. There was a pinhole in the silicone segment p/n (B)(4), directly below the upper fitment component p/n (B)(4). Fluid was observed leaking from the pinhole. Functional testing was performed by filling a lab IV bag with blue-dyed water and attaching the returned disposable set allowing fluid to flow through the set via gravity. The set leaked from the pinhole of the silicone segment. Device history record could not be performed on model 2434-0007, because the lot # for the suspect set was not provided. Equipment used (inspection performed on (B)(6) 2020: ram optical instrumentation/eq08204/calibration due date (B)(6) 2021. Root cause analysis: the customer report of tubing set leaked was confirmed based on testing and inspection of the as-received set. The observed leak was due to a pinhole on the silicone segment component. The root cause of the pinhole was not identified. Investigation conclusion: the customer report of tubing set leaked was confirmed based on testing and inspection of the as-received set. Inspection of the set's silicone segment component observed there was a pinhole directly below the upper fitment component. A leak was observed from the pinhole during testing. The cause of the leak was due to a pinhole in the silicone segment. Although the root cause of the pinhole could not be definitively determined, previous investigations have shown that this damage can occur during manufacturing, may be a pre-existing condition of the silicone raw material, or can occur as a result of excessive stretching or pulling of the tubing during use. It is possible that the set was initially misloaded and snapped into place upon opening the door to the pump or that the misload was realized and rectified by the customer before proceeding with the infusion. It is suggested that the customer review the ¿set loading and unloading guide for the alaris pump module. Pump segment issues are currently being investigated and will be addressed under systemic failure investigation for pump segment (B)(4).

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It as reported that as lvp 20d ss 0.2m cv tubing leaked during use. The following information was provided by the initial reporter: material no: 2434-0007, batch(lot) no: unknown. It was reported tubing leaked while medication was being administered.